Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. New information added to the following field(s): h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. Since leakage occurred from the device, reprocessing was not completed. Subsequently, foreign material remained in air/water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user may detect the event by handling the device according to the following IFU. Inspection of the endoscopic system. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the evis exera iii colonovideoscope had white residue clogging the air/water tube. There were no reports of patient involvement.